Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the mid common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant the patient had a liver transplant on (B)(6) 2010. On (B)(6) 2010 a pre-study stent placement cholangiogram revealed a mid biliary stricture. On (B)(6) 2010, liver function tests were performed and record, no biliary obstructive symptoms were assessed. A sphincterotomy was not performed prior to this procedure and the stricture had been previously dilated with one plastic stent. A sphincterotomy was performed during the study stent placement procedure. On (B)(6) 2010, the 10 mm x 80 mm stent was deployed in satisfactory position across the stricture. During the stent placement procedure, the patient experienced mild upper right quadrant pain. The patient was treated medically as an inpatient, and discharged on (B)(6) 2010. The event is considered resolved without residual effects. The relationship between the event and the study stent placement was reported to be "possible", per the investigator.

Manufacturer narrative:
(B)(4). The root cause investigation for this condition is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to an out of calibration air in line printed circuit board. The air in line printed circuit board was re-calibrated to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During device evaluation, the baxter service technician reported a colleague infusion pump which expereinced failure code 810:11. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.